Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2017-03478.

Event description:
It was reported that a tibial articular surface provisional fractured.